Manufacturer narrative:
Initial.

Event description:
It was reported that a user observed a rapid decline in blood glucose from an elevated level and, concerned about going low while having approximately 7 units of insulin on board, consumed about 50 grams of unannounced carbohydrates, after which glucose rose to 249 mg/dl; no device alerts were received at the time, and the agent provided education on ilet alerts, meal announcements, and responses to lows. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization or injury. Investigation of this case revealed that the device functioned as designed with alerting logic explained, and the event was attributable to user-related factors, specifically a missed meal announcement and consumption of unannounced carbohydrates in the setting of insulin on board, which customer care agent provided education and troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement and off-label carbohydrate intake to avert perceived hypoglycemia.